Event description:
It was reported the patient had his artificial urinary sphincter removed due to fluid loss from a hole on the seam of the cuff.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported the patient had his artificial urinary sphincter removed due to fluid loss from a hole on the seam of the cuff.